Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that a pocket infection was suspected with this subcutaneous implantable cardioverter defibrillator (s-ICD). It was reported that the wound was oozing and had a foul smell. The patient was administered a series of antibiotics. No additional intervention was planned at this time. No additional adverse patient effects were reported.